Manufacturer narrative:
After the reinsertion surgery the recipient reportedly experienced sound quality issues. The issue was believed to be resolved with programming, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers and slices near the electrode ground ring and along the lead. In addition, the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrodes were broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device can be attributed to electrode short in the electrode pocket of the device. A corrective action was initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further issues relating to the csf leak were reported. The recipient is using the device. This is the final report.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak that led to a left mastoid cutaneous fistula repair on (B)(6) 2018. During surgery, bone wax and inflammatory debris was found encircling the electrode. The debris was removed and the electrode was re-inserted in the cochlea.